Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication was not flowing through an unspecified quantity of clearlink system secondary medication sets. It was observed that medication was not pulling from the secondary line while the non-baxter pump was infusing. This issue was further described as, ¿secondary tubing does not allow for full medication to infuse appropriately¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.